Event description:
Stryker suction irrigator was seen dripping a dark brown color of liquid onto the ground by the pa. He notified me, we immediately sequestered the item and isolated the spill. New product was obtained for irrigation and usage.